Manufacturer narrative:
The customer did not have any further issues after the service actions. The investigation did not identify a product problem.  The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer checked the instrument and ran performance testing. All results and maintenance were within specifications. This event occurred in (B)(6). Unique identifier (UDI) # (B)(4).

Event description:
There was an allegation of a questionable elecsys hcg + beta test system result for one patient from the cobas e411 rack analyzer. The initial result was 36 u/l and was reported to the patient. The result from a second sample was <2 u/l (negative). The first sample was repeated twice with a result of <2 u/l each time. The reagent lot number and expiration date were requested but were not provided.